Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this supplemental MDR is submitted for document the sample evaluation results. Evaluation of the returned sample finds loose/deformed fasteners to have presented in use as there were two loose fasteners returned with the device. Based on the sample evaluation a definitive root cause could as to why fasteners deformed during deployment in use cannot be determined. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies found. The most probable root cause is event occurring during user device interface resulting in the deployment issue presenting. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia surgery, the capsure device was used to fixate the mesh. It was reported that during the first attempt two fasteners came out and were not fixed in place. The procedure was completed using different product. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia surgery, the capsure device was used to fixate the mesh. It was reported that during the first attempt two fasteners came out and were not fixed in place. The procedure was completed using different product. There was no patient injury.